Manufacturer narrative:
The field service representative checked fluids and the fluids were acceptable. He ran functional checks per the manufacturer's service manual. The customer continued normal operations with no further issues. The investigation did not identify a product problem. Based on the data provided, the cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t stat assay results for 1 patient sample on a cobas 6000 e 601 module. The initial result was 8.89 ng/l. The physician questioned the result and a new sample was drawn. The result from the separate sample was approximately 98 ng/l. The same sample used for the initial result was repeated and the result was 96.02 ng/l. This result was believed to be correct. The reagent lot number was 45954602 with an expiration date of 31-jul-2021.